Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR could not be completed because no lot number was provided. Because the device was not returned, mmdg has been unable to investigate the complaint. There is no indication that the device malfunctioned. Based on the information provided to mmdg the pump and administration set appear to have been performing as expected. This report is being filed out of an abundance of caution due to the patients death.

Event description:
The initial reporter states that the patient was tangled in the tubing and was strangled. They advised that they had connected the administration set to the patients feeding tube and then left the patient alone for approximately ten minutes with the feeding running. When they returned they state that the tubing was wrapped around the patients neck twice and that the patient was not responsive. They attempted resuscitation and the patient was transported to the hospital. The initial reporter stated that the patient was pronounced brain dead and that life support was removed. [Complaint-(B)(4)].